Event description:
An order was entered via cpoe for a blood test to measure electrolytes the next morning. Two days later, there was an elevated potassium level appearing in the results section; but this was not seen in a timely manner and came as a shock to the attending physician who had made arrangements to discharge the patient from the hospital. There is a twofold problem here. The first is that the order was not carried out by the ancillary department in a timely manner, and when the test was finally done, the results came back silently to the mdds ehr, no one knew they were there and grossly abnormal, with potentially life threatening implications. The design of the ehr and its ordering device are flawed. There is no a mechanism for reconciling the execution of orders that provides a list of those that were not done; and there is not any indication that new results have come in to the mdds, both of these can cause death and should be remedied immediately.